Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a protruding drive support cap and alarmed compromised force sensor system. The caller stated that insulin was squirting out during the manual prime process. The customer's blood glucose was 246 mg/dl. She treated for the high blood glucose with a bolus and stated that she felt okay, declining troubleshoot assistance for the high blood glucose. The caller stated that the customer was unable to exit the preparing to prime loop. She stated that he was stuck in the rewind complete/bolus delivery loop. The caller was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.